Event description:
The customer reported the bending rubber of the subject device was torn and metal was protruding, and there was a possibility of fluid invasion. The issues were found during reprocessing of the device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed the bending section cover (a-rubber) was missing, and the device was leaking from that area. In addition, service found the image was black due to a non-olympus insertion tube, and the up/down angulation was not functional. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the rubber failure might have occurred due to the similar reason as other damages, likely caused by stress, handling, or other issues. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.